Event description:
A consumer reported that the distance vision is not good, it is blurry and the near vision is good without glasses since having an intraocular lens (iol) implanted. The consumer states the distance vision seems perfect when first waking up in the morning and decrease throughout the day. The consumer also reported that medication was prescribed for increased intraocular pressure (iop) eight days after having the iol implanted which also required the use of a needle to decrease the iop. Add'l info has been requested.

Manufacturer narrative:
The product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was not received. (B)(4).